Manufacturer narrative:
Batch review performed on 19 february 2026. Lot 2522885: (B)(4) items manufactured and released on 29-sep-2025. Expiration date: 2030-sep-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection 1 month after primary surgery. Ceramic head was removed, together with the cup and its insert from competitor.